Event description:
There was a crack in the middle of the spiral area, caused air bubbles during infusion and also some leaking.

Manufacturer narrative:
We have not received a sample for investigation. Unfortunately, without the defective sample, it is difficult to determine the exact origin of the defect. Due to this, we cannot confirm this complaint, and the exact root cause of the issue cannot be determined. A review of the batch records revealed no anomalies during the manufacturing process. We have received a similar complaint about this batch. The defect was attributed to kinks, which are not related to a manufacturing defect but rather to the conditions of use. It is important to remember that these polyethylene extensions are a rigid material that cannot be bent. Manual bending (flexing, twisting, etc.) Or with a device's help (pliers, clamp, etc) is not recommended. When changing the line, the tubing must not be crimped, as this could damage the tube. Corrective action: due to the missing defective sample, this complaint could not be confirmed, and the root cause cannot be determined therefore, no further corrective action was initiated at this time.

Event description:
There was a crack in the middle of the spiral area, caused air bubbles during infusion and also some leaking.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated within thirty days of its conclusion via follow up MDR.